Event description:
A report was received from a consumer's attorney that the she experienced a right eye corneal ulcer requiring medical treatment associated with wear of an o2optix contact lens. The treating eye care professional reported that patient experienced foreign body sensation, severe headache and watery discharge, right eye, for 3-4 days prior to visit. Diagnosis reported as corneal ulcer, located centrally, no infiltrates, 3-10 cells, no flare. Treatment consisted of zymar, lotemax * bacitracin. Corneal scar still present with follow up visit scheduled in 2007. Visual acuity reported as unknown prior to event, 20/20 after event. Request has been made for additional information, however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious central corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed. The warnings section of the package insert states patients should be advised that eye problems, including corneal ulcers, can develop rapidly & lead to loss of vision. Instruct patients at the dispensing visit & subsequent visits to immediately remove their lenses & promptly contact their eye care professional if they should experience eye discomfort, foreign body sensation, excessive tearing, vision changes, redness of the eye or other problems with their eyes.